Manufacturer narrative:
The device involved in this report was not made available for evaluation. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified related to this device. Rmf 0003 rev 36 line 20 - spinal stenosis, spondylolisthesis, or retrolisthesis, leading to a surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.29. - migration/loosening, chronic requiring additional surgery, without explantation, involving patient with an unknown number of cervical spinal implants, it was reported that a patient had an m6-c explanted due to persistent right arm radiculopathy and radiculitis as well as persistent right c5/6 severe foraminal stenosis. It was also reported that imaging in late 2021 showed a failed/loose dis. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device was not returned and therefore examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.

Event description:
Information provided states that patient had an m6-c device implanted at level c5/6 in (B)(6)2020. Patient experienced right arm radiculopathy and radiculitis and c5/6 foraminal stenosis. The m6-c device was removed and replaced with a fusion in (B)(6) 2022.